Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the plastic cable housing at the base of the fenestrated bipolar forceps instrument had melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a small burn hole where the metal part of the grasper met the plastic housing (proximal end of the instrument). During a sigmoid colectomy, while resecting layers of the bowel, the permanent cautery hook (pch) was in close proximity to fenestrated bipolar forceps (fbf). At one point, the pch was intentionally fired, but due to the close proximity, the energy dissipated burned a small hole at the proximal end of the fbf. The surgeon continued to use both instruments until the end of the procedure with no further issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "plastic cable housing at base of the instrument melted." The fenestrated bipolar forceps instrument was found to have thermal damage at the side of one grip. There was no conductor wire damage found and the electrical continuity test passed.